Event description:
It was reported that patient faced infusion set cannula was bent on (B)(6) 2026. The patient experienced high blood glucose levels with associated insomnia, thirsty, polyuria, stomach issues, dry mouth.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.